Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump support ongoing for the patient admitted in with cardiogenic shock and cardiomyopathy. On the 4th day of the support there was high purge pressure and purge system blocked alarms. The team added thrombolytics to the purge and the pump remained without any issues. The patient was explanted successfully and survived.

Manufacturer narrative:
G1 added manufacturing site name and address as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ investigation summary: the investigation has been completed. No product or logs were returned for evaluation. High purge pressure: clinical details noted that the purge system blocked alarms were noted on day two of support. Tissue plasminogen activator was administered and purge pressures and purge flows were able to resolve issue. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Device history review: the pump passed all post-sterile inspection checks.